Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Blood glucose value at the time of incident was 338 mg/dl. The customer also reported other blood glucose values such as 388 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump was not on auto mode. The insulin pump will be and reservoir will not be returned for analysis.